Event description:
This patient underwent a robotic hysterectomy about three years ago. She developed a vaginal leakage and was noted to have on an intravenous pyelogram (ivp) and a CT scan, a high-grade obstruction in the distal left ureter. She underwent a cystoscopic evaluation, which was consistent with a low level injury. A nephrostomy tube was placed. She had development of a distal fistula formation between the ureter and the vaginal wall associated with incontinence.